Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a guidewire is inconclusive due to the condition of the returned samples. One 0.035 in. J-tip guidewire with a green coating in a plastic hoop was returned for evaluation. The guidewire was observed to be bent in two locations and curved throughout its entire length. The core wire of the guidewire appeared to be intact during tactile evaluation. A microscopic observation revealed the coiled wire of the guidewire was broken in at least two locations at the bend located approximately 32 cm distal to the proximal end. The break sites in the coiled wire were observed to be tapered with mostly flat and granular fracture surfaces. The returned guidewire does not appear to be a vad device and no other kit components were returned. As the implicated guidewire or any other kit components were not returned for evaluation, it could not be determined if or how the alleged products may have contributed to the reported event. A lot history review (lhr) of recz1362 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire could not be placed successfully during insertion, after removal, the guide wire was found deformed. The user use 2 guide wires with other brand and got the same situation (guide wire deformed). Finally, the user use hickman to complete. 11/12/2019 - returned wire showed breaks in the coiled wire and kinks.